Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 28 unopened and 1 open units. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed in the market, there are no units in stock. Received 28 closed units and a needle detached, no thread or pack received. Tested the needle attachment strength of the closed samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Remarks: claim is justified for isolated detached needles, but final conclusion is not justified according to the closed samples received. Final conclusion: although the results of the samples received fulfills the OEM requirements, note is taken of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: france. It was reported that the needle detached from the thread during surgery.